Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the white power cable on the system controller had a missing pin and was not able to be connected to power. A system controller exchange was successfully performed.

Manufacturer narrative:
Section d1: brand name: corrected section d4: catalog number and UDI: corrected manufacturer's investigation conclusion: the reported event of a physical connection issue was confirmed with the returned system controller (serial (B)(6). Visual inspection revealed a lodged pin within the connector of the white power cable. The pin/socket location is designated as the communication line indicating the pin originated from a 14v power module patient cable. Analysis of the submitted log file revealed the system controller was connected to the power module. The lodged pin prevented connection to the test patient cable and had to be removed from the connector for functional testing. The returned system controller passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device functioned as intended after the removal of the pin. A root cause that led to the pin being lodged into the connector could not be determined through this evaluation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. When using a new power source, inspect system controller power cable connectors for dirt, grease, or damage. When switching from the battery power to the power module or the mobile power unit, inspect the connector pins and sockets for dirt, grease, or damage. No further information was provided. The manufacturer is closing the file on this event.